Event description:
It was reported the patient¿s lead had migrated. The patient was having excellent therapeutic benefit before the issue occurred. The patient¿s intra-op procedure had gone well with no issues. Impedances for the procedure were normal. . It was stated the patient alluded to the fact that they don¿t regularly participate in high impact, strenuous activity. It was noted the patient was implanted on the same side as their previous implant, which had also migrated. Refer to manufacturer report # 3004209178-2014-03434 for information pertaining to the first migration. An x-ray was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the cause of the event was unknown, lead was noted. Regarding any abnormal impedance measurements, it was noted: not initially. Dislodgment/migration of lead/extension was noted. Lead replacement was noted. X-ray was noted (B)(6), (B)(6), (B)(6). It was noted: after first and second lead placements and change in sns function. Migration on both xray after good placement. Seen in or. Lead replacement (B)(6) was noted - see manufacturer's report # 3004209178-2014-03434. Signs and symptoms was noted as: failure of device x 2 due to lead migration. The patient outcome was noted as non-serious injury/illness.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had a temporary test wires put in after she had the permanent sacral nerve stimulator and had to replace after the first time, but the wires had migrated again and were completely out of place. This information was previously reported in manufacturer's report #3007566237-2015-01013. Going forward any additional information will be reported in manufacturer's report # 3004209178-2014-04869.

Event description:
Additional information received noted that the patient had lost therapy, symptoms had returned and no stim. The ipg was still implanted. The doctor was deciding what to do.